Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately two years post implant, the right ventricular (rv) lead exhibited an elevated rv threshold. The rv lead was programmed off and remains in the patient. Subsequently, at generator change out, rv lead testing confirmed intermittent capture at high thresholds, with suspected rv lead failure. The rv lead continues to be programmed off and remains in the patient. No patient complications have been reported as a result of this event.